Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-2051. It was reported the patient experienced ineffective stimulation. And was not receiving coverage in her targeted pain area of the bilateral upper extremities (neck down to both hands). It was noted the patient lost therapy around (B)(4) 2016. In addition, it was reported diagnostic testing revealed high impedance readings. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where the patient's 2 existing leads were explanted and replaced. The patient reported effective stimulation therapy postoperative.